Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that white balance of the camera head could not be adjusted during sedation (device outside patient) for a therapeutic tul (transurethral lithotripsy) procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 (white balance adjustment failure) occurs due to a failure of the imaging unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a failure of the imaging unit, which seemed to have contributed to the reported phenomenon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.